Event description:
The surgeon reports performing uneventful cataract surgery with implantation of the akreos mi60lus intraocular lens in (B)(6) 2009 (exact date not provided). Six months postoperatively, the pt's visual acuity was 20/20. Ten months postoperatively, the visual acuity decreased to 20/50 and upon slit-lamp examination, the surgeon observed fluid with white flecks between the intraocular lens optic and the posterior chamber. A yag capsulotomy was performed and fluid went to the vitreous and vision cleared. The lens remains implanted. Add'l info has been requested.